Manufacturer narrative:
During the analysis, first the manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In a first step, the pacemaker underwent a status interrogation. The clinical observation could be confirmed. The implant activated the battery state eri on (B)(6) 2015. The battery state eri was reset with a technical programmer. A subsequent interrogation showed the battery state ¿ok¿ and a remaining capacity of 85%. The charge drawn from the battery was checked and proved to be normal and as expected. In a next step, a stress test was performed under various temperature conditions. The pacemaker did not show any anomalies. The pacemaker¿s capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In summary, the clinical observation could be confirmed during the analysis. The pacemaker switched on (B)(6) 2015 to eri. However, after resetting the battery state eri, the implant showed a battery state that matched the state of discharge. During a thorough check of the pacemaker¿s capability to provide therapy, it proved to be fully functional. Based on the available information, the cause for the clinical observation could not be determined. However, if more relevant information should be available, this report will be updated.

Event description:
Ous MDR - the battery before lead revision was at mol, but after the lead revision it was at eri. Rv lead impedance was greater than 2000 ohms and during sugery the ra lead showed signs of insulation defects. Electrocautery had been used. There were no adverse patient side effects reported. The implant and explant dates were not provided but this device was returned for analysis.